Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms. The customer¿s blood glucose level was unknown. The customer also stated that insulin pump completely went dead and blank, couldn¿t get backlight to work and started working back on it¿s on. The customer also reported that the insulin pump had couple of e code errors. The insulin pump will not be returned for analysis.